Manufacturer narrative:
Section h10: (h3) as reported, this 45 y/o female patient who had instability of a previous tsa, and right biceps tendinitis, initial right shoulder implant occurred on (B)(6) 2017 with this manufacturer's devices. The patient was revised on (B)(6) 2018 due to infection (post-operative wound drainage). Only the liner was revised. The clinical study case report indicates this event is definitely not related to devices. The serial number was not available; therefore, no device history is available. Per IFU# 700-096-004, all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon in order to ensure subscapularis healing is complete. Normal wear of the implant given the state of knowledge at the time of its design cannot in any way be considered to constitute a dysfunction or deterioration in the characteristics of the implant. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient's underlying condition or is nosocomial in nature.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): humeral stem or stemless (cat# 300-01-10), reverse humeral liner (cat# 320-38-03), reverse humeral tray (cat# 320-10-05), locking screw (cat# 320-15-05).

Event description:
As reported, this (B)(6) female patient who had instability of a previous tsa, and right biceps tendinitis, initial right shoulder implant occurred on (B)(6) 2017 with this manufacturer¿s devices. The patient was revised on (B)(6) 2018 due to infection (post-operative wound drainage). Only the liner was revised. The clinical study case report indicates this event is definitely not related to devices. The serial number was not available; therefore, no device history is available.